Event description:
A malfunction alarm labeled as "malf 12" was reported with no notable events occurring prior to it. There is no indication of an adverse impact on the customer's blood glucose level. The pump, covered under warranty, was confirmed to have malfunctioned on at least three occasions, prompting its replacement by technical support. The customer was instructed to switch to multiple daily injections as a backup therapy and agreed to return the problematic pump using a prepaid label within 10 days.